Manufacturer narrative:
Correction to complaint conclusion: as reported, when connecting a y connector to the yellow luer hub of a 6f 100cm judkins right (jr) 4 vista brite tip guiding catheter, the luer hub cracked. There were no reported injuries to the patient. The device was not returned for evaluation. Without the return of the device or images for analysis, the reported customer event ¿luer hub-cracked¿ could not be confirmed. Shipping, storage, or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition is suitable for the specific procedure.¿ based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, when connecting a y connector to the yellow luer hub of a 6f 100cm judkins right (jr) 4 vista brite tip guiding catheter, the luer hub cracked. There were no reported injuries to the patient. The device was not returned for evaluation. Without the return of the device or images for analysis, the reported customer event ¿luer hub-cracked¿ could not be confirmed. Shipping, storage, or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition is suitable for the specific procedure.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, when connecting a y connector to the yellow luer hub of a 6f 100cm judkins right (jr) 4 vista brite tip guiding catheter, the luer hub cracks. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was not returned as expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when connecting a y connector to the yellow luer hub of a 6f 100cm judkins right (jr) 4 vista brite tip guiding catheter, the luer hub cracks. There were no reported injuries to the patient and the device will be returned for evaluation.